Event description:
A report was received that the patient had to charge for multiple charging cycles, charger got uncomfortably hot and charger did not full charge implant. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the lead was not laying on spine properly. The patient underwent an explant procedure.